Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. (B)(4).

Event description:
It was reported that the bottom button on the small battery drive device did not work. During in-house engineering evaluation, it was determined that the motor device were sticking. Motor was worn, the device had debris on it, the trigger was not moving smoothly and was sticky, the device would not run and was loose. It was further determined that the device failed pretest for check triggers and sticky speed trigger. It was noted in the service order that the device bottom button did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.